Manufacturer narrative:
Analysis of the lead, lot #va0bmgv, found no anomaly. The lead was tested with a known good screening cable and normal impedances were measured on all circuits and combinations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure on (B)(6) 2014, the hcp used the lead and failed. The lead was tested with another implantable neurostimulator (ins) and there was no effect. The hcp replaced lead with a new lead to finish the operation. It was noted, before using, the lead package was good without damage. Additional information received reported the test time was delay and caused the operation time delay. It was reported the implant was successful and the patient was receiving effective therapy. It was noted the product will be sent back for analysis.